Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the original complaint could not be confirmed in the black box (bb). A manual date/time change was observed in the bb from (B)(6) 2015 21:14 to (B)(6) 2015 at 21:15. The pump was exercised for 24 hours and the battery was removed after for 6 hours. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The patient had a blood glucose in the 300 mg/dls with trace ketones, extreme drowsiness, and symptoms of dehydration. Patient received no unusual treatment. During troubleshooting, customer support found that when the battery is removed from the pump for less than 24 hours, the pump time/date goes to the default settings for the pump model. The issue is not being reported as the issue is not likely to cause an adverse event because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia related to use error of not confirmed the time/date.